Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited undersensing and increase in thresholds on the right ventricular (rv) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the ventricular sense as it is in the blanking period, it is not considered by the device, and the device still sends a ventricular pacing immediately after at the end of the av delay. Ts stated that the automatic right ventricular threshold could not have been working properly as the myocardium had already been captured by intrinsic activity just before stimulation. Ts recommended to have perform x-ray imaging. This device remains in service. No adverse patient effects were reported.